Event description:
It was reported that device contamination occurred. A rotawire was selected for percutaneous coronary intervention (pci). Upon opening the package, foreign material appearing as dark brown stains was observed on the rotawire. The rotawire was not used within the patient, and the patient was not involved in the event. The procedure was completed with another device. There were no patent complications reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned for analysis. However, the provided media revealed foreign stains over the device packaging hoop.